Event description:
Prior to use, the balloon leaked when tested.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since a balloon not inflated properly may lead to an increase in leakage of fecal material. This may expose the pt to the risk of wound contamination / infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. There was no pt involvement in this case, since it was detected prior to use. No add'l info has been provided to date. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.